Event description:
Reporter stated that pt obtained blood glucose results of 6.7 mmol/l and 15.0 mmol/l, within 1 minute, while using the aviva system. Reporter noted that pt did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in foreign country.